Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 600 mg/dl, while wearing the pod between 1 and 4 hours on the arm. The pod was removed, and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.